Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was equal to or over 500 mg/dl with unspecified level of ketones, symptoms of dehydration, frustration and nervousness. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. It was reported that the night before the complaint date, while downloading the pump and the meter, the basal rate was deleted accidentally. Realizing that there were no basal settings, the patient re-programmed the basal setting incorrectly. This complaint is being reported because the patient experienced severe hyperglycemia related to a use error in that the basal rate was re-entered incorrectly after the basal settings were deleted accidentally.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.